Event description:
Ff emergency medical technician's responded to a person in cardiac arrest down for approximately 10 minutes with bystander CPR in progress. The device was connected to the pt and the analyze button pressed. According to the report, the device alarmed connect electrodes and would not analyze the pt's rhythm. Approximately three minutes later, an "als" team arrived on scene with a manual defibrillator but the pt was not resuscitated. The rptr indicated the pt's death was not caused or contributed to by the alleged device malfunction because the pt was down for a long time and not viable.